Event description:
It was reported that during a femoral nail ptn performed on (B)(6) 2012 it was noted that the threaded tip of the 3.5mm inserter connector was sheared off. Information provided could not confirm the location of the threaded tip portion of the instrument. It is possible that it remains in the end cap component.

Manufacturer narrative:
Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state that this type of event can occur. Package insert provided with biomet intramedullary nail implants states under precautions: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. Retained foreign body. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Fracture artifacts suggest that device fractured due to torsional overload. Instrument had been in use for more than three years prior to fracture.